Event description:
The customer reported the +15.0 diopter aq2010v silicone three piece lens tore as it glided into the eye. The lens was removed without altering the incision and the replacement lens was implanted without any injury to the patient.

Manufacturer narrative:
Pt age and weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed it was received in two pieces and a haptic was torn off with a piece of the optic and missing. (B)(4).

Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens removal was performed to address tear of 3-piece silicone iol during insertion. According to the report, by a nurse, dated on (B)(6) 2014 the cause of the event was unknown. The incision was not enlarged for lens removal. Another lens was successfully implanted. No reported postoperative sequelae. Conclusion (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, evaluation of the returned product, injector and cartridge lot searches, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of the lens, injector or cartridge that was the root cause of the complaint. A lens work order search was performed and no similar complaints were found. An injector lot search found no similar complaints. A cartridge lot search found no similar complaints. Based on the complaint history, work order search, device history record review, injector and cartridge lot searches and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).